Event description:
It was reported that the system 8800 would not fully initialize. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the interconnect cable was accidently pulled from it's connector. Damage was caused to two of the pins. The pin/socket combinations were repaired. The system was tested and found to be working as intended and placed back into service.